Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Photograph of the explanted bearing shows excessive wear of the bearing implant. X-ray review by third party states that right total knee arthroplasty with possible polyethylene wear involving the posterior knee as well as the patellofemoral compartment. DHR was reviewed and no discrepancies were found. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Implant date - unknown month and date in 1997. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Device discarded.

Event description:
It was reported that the patient underwent an initial knee arthroplasty about twenty-one years ago. Subsequently, the patient was revised due to instability. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available.